Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory, ua17 (max motor on time exceeded during active operation) error message. No patient involvement.